Event description:
Physician used a 2.0 turbo-elite followed by an angiosculpt device. Patient was sent home but returned to ER approximately 12-hours later. The dilated sfa lesion had re-stenosis. The patient was sent to surgery for a bypass. The patient has a history of radiation treatment for femur bone cancer. The distal sfa stenosis was near the radiation treatment site.

Manufacturer narrative:
Clarification was received from the reporting representative regarding restenosis. Restenosis did not occur but additional medical intervention was required due to recurrence of critical limb ischemia of unknown etiology.

Manufacturer narrative:
The patient's dob or age at time of event and weight are unknown. Attempts to obtain this information has not been successful. It cannot be determined with 100% certainty that the angiosculpt device caused or contributed to the re-stenosis, thus this is being reported as a conservative measure. The part number, lot number, expiration date, UDI number, 510(k) number, and device manufacture date are unknown. Attempts to obtain the product information has not been successful. The angiosculpt device was disposed by the hospital, thus no evaluation was performed. Per the IFU, a re-stenosis of the dilated artery is listed as a possible adverse effect of the procedure. Placeholder.